Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that various buttons on the pcu keypad do not work properly when pushed. The device was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
Investigation conclusion: the customer¿s report of pcu keypad malfunctions was confirmed. Device inspection: for s/n (B)(6): this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case assembly due to unresponsive keys. Root cause analysis: s/n (B)(6): based on the findings, service determined that the proximate cause of the reported issue was due to delamination of the assembly front case w/keypad - unresponsive key. Device history review: a review of the device history record showed the device had a manufacture date of 18dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that various buttons on the pcu keypad do not work properly when pushed. The device was not in use on a patient when the malfunction occurred.